Manufacturer narrative:
The device was not returned for investigation. However, the provided photo/ and video confirmed the report. Investigation into previous issues with a similar report has found the root cause of the malfunction to be a manufacturing operator error, not enough glue was applied on the stopcock joint during the assembly process. Due to reports of similar issues, the product design is being reviewed through dhf0155 to address this issue. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements.

Event description:
It was reported that the that pruitt f3 shunt was leaking from the blue stopcock joint during pre-use check. No injury was reported to the patient.